Event description:
It was reported that the fibers have been damaging the debris shields, and abnormal degradation of the debris shields has been observed. No further information was provided. Analysis of the returned fiber identified that the connector had distorted light exiting the face indicating an internal connector fracture. This report refers to sixth fiber.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the fiber was thoroughly analyzed. Visual inspection confirmed that the fiber was received intact, with no external anomalies observed. Microscopic examination identified distorted light emission from the connector face, consistent with an internal connector fracture. Additionally, burn marks were observed on the connector, while the fiber tip exhibited normal degradation. Functional testing found the aim beam light was dim. A review of the slimline sis hazard analysis was completed and confirmed that the event of fiber device operates differently than expected was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device instructions for use (IFU) was reviewed. The IFU states: inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber; return it to the supplier for replacement. Hold the fiber tip to a non-reflective surface, and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. The device history record (DHR) confirmed that the device met all material, assembly and performance specifications. It is likely that the observed internal fracture within the connector occured during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed and blast shield damage. Boston scientific has assigned an investigation conclusion code of cause traced to component failure. Aware date was selected as date of event as no event date was provided.